Event description:
History of both thumbs being operated on in 1994. Carpo-meta-carpal arthroplasty rt thumb and lt thumb operated on in 1996. X-ray in office 3-6-98 revealed a fracture of the silicon prosthesis on it. With silicon synovitis and erosion of the bone, some involvement at the base of the 2nd metacarpal. Right side has some mild reaction of the silicon at base of 2nd metacarpal. Pt came in 4-9-98 for same day surgery for removal of silicone arthroplasty left carpo-meta-carpal joint, interpositional arthroplasty, left carpo-meta-carpal joint thumb.